Manufacturer narrative:
Gtin number for item: 2426-0007, lot: 17056565 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a rocephin infusion leaking from the injection port closest to the patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leaking injection port was confirmed. Visual inspection of the set did not reveal any discernible damage or abnormalities. Microscopic inspection of the leak site showed a short, tagged tear across the center of the opening slit. Functional testing confirmed leaking at the top surface of the patient-end smartsite. The cause of the leak was determined to be a damaged smartsite piston. The probable cause of the damage has been determined to be a combination of factors which can occur during the automated assembly of the smartsite component.